Event description:
It was reported that during a gastrectomy procedure, the firing of the device was hard and the firing trigger was broken. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Firing trigger handle. The analysis results found that the atb45 device with the firing trigger handle broken and with a reload loaded in the device. The reload was returned partially fired. The reload was disassembled to verify the condition of the spring cartridge lockout and was found normal. No functional test could be performed due to the condition of the device. The device was assembled to verify the internal components and the firing trigger teeth were noted to be broken. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire through a locked reload in pervious firings. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. A batch record review was performed and no anomalies were found during the manufacturing process.